Event description:
On (B)(6) 2012, the lay-user/patient's husband contacted lifescan from the united states alleging that the casing on their one touch verio iq meter was cracked and/or broken. The patient did not allege any harm or injury because of the reported issue. During troubleshooting the patient's husband informed the customer care advocate that while charging the subject meter the back of the meter casing became extremely hot and melted. The alleged issue was not resolved with troubleshooting. Based on the information provided, their complaint is being reported due to the following conclusion(s): the patient claimed that the casing on the subject meter was melted. There is no evidence that the alleged issue contributed to a serious injury. The patient did not report any symptoms, treatment, or blood glucose values suggestive of a serious injury.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.